Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient in a neonatal intensive care unit, the 980 ventilators entered into backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the codes, sp replaced the exhalation valve assembly (eva). Additionally, sp replaced exhalation valve flow sensor (evq) as the unit failed extended self test (est) with exhalation pressure out of range (oor) message during testing. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the eva. The cause of the additional issue of unit failing est was isolated to a potential fault in the evq. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient in a neonatal intensive care unit, the 980 ventilator entered into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned parts result code (annex c) additional code added conclusion code (annex d) remove d02 and add d0302 component code (annex g) remove g07001 and add g0201205 h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient in a neonatal intensive care unit, the 980 ventilator entered into backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the codes, sp replaced the exhalation valve assembly (eva). Additionally, sp replaced exhalation valve flow sensor (evq) as the unit failed extended self test (est) with exhalation pressure out of range (oor) message during testing. The unit passed all calibrations and tests per manufacturer specifications at the time of service. One evq was returned to medtronic for analysis. A visual inspection of the evq revealed contamination of the hot wire element and the temperature sensor. The evq was installed into a test ventilator for analysis but failed the flow sensor calibration, confirming the evq was faulty. One eva was returned to medtronic for analysis. The part was visually inspected with no observed anomalies. The exhalation sensor printed circuit board assembly(pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures and the reported codes were consistent with an autozero failure, therefore, no further testing was performed. The investigation determines that if so1 were to fail while in use on a patient, the ventilator's response would be to enter back up ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The serial number of the exhalation sensor pcba of the eva is in scope of the existing internal corrective action. The cause of the additional issue of est failure was isolated to a faulty evq. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.